Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer had no symptoms. They feel ok to troubleshoot. Drive support condition was not mentioned. Customer's blood glucose value at the time of incident was 600 mg/dl. Customer current blood glucose level was 400 mg/dl. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. There was no leaks or air bubbles. Customer did not troubleshoot their bolus wizard. Pressure test was not performed. Customer reports site is changed every 2/3 days. Products will not be returning for analysis. The customer was using auto mode feature during the serious injury.